Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 when she reportedly obtained a reading of 530mg/dl using the subject meter, compared to a reading of 225mg/dl obtained using a onetouch ultramini device, taken more than 30 minutes apart. Comparison of measurements performed more than 30 minutes apart is an invalid comparison. The patient stated that she manages her diabetes using an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated experiencing symptoms of -shaky, sweaty and face was blue - approximately 1-2 days after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.